Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The complaint description states that the corail broach handle was extremely loose and not connecting to the broach correctly. A search into the complaints database was performed, one other similar complaint was reported for the affected product code and lot combination ((B)(4)). This device was evaluated by depuy synthes engineering department in (B)(4), with the following conclusion : upon visual inspection considerable impaction damage to the broach handle was found and also cracks around the pivot pin areas. Upon checking the fit of a broach with the broach handle it was found to be loose. The conclusion of the assessment is that the reported event was due to wear and tear. Based on the information received and the investigation performed, the root cause of the incident is due to wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail broach handle was extremely loose and not connecting to the broach correctly. There was no detriment to the patient as it was decided to use just one broach handle for the entire surgery instead of two. No delay.